Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the customer's stated problem was verified. Inspected the pump and found error code 112 occurred and displayed on the screen. The error code 112 is indicating a problem with high current motor. Further investigation of the pump, and determined that a faulty motor is the root cause of the issue. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump alarmed "no disposable" then the screen went blank. There were no reported adverse events.